Event description:
The customer stated that she tested her blood glucose using her contour meter and rec'd readings of 10, 42, 71, and 12 mg/dl. She retested using another meter and rec'd a reading of 179 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer complaint of low readings was not confirmed by the qa lab. The lab did, however, find the test strips to read e11 (confirms exposure) and an average of 14 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.